Event description:
A malfunction was reported on the customer's pump, displaying malf 1 code, which could not be reset. There was no adverse impact to the customer¿s blood glucose level, staying within normal range. The customer reverted to manual daily injections as a backup therapy, and technical support arranged for a replacement pump with updated software, providing instructions for storage mode and return procedures. The problematic pump was to be returned within ten days using the provided return box and pre-paid label, with no signature required for delivery of the replacement.